Manufacturer narrative:
(B)(4).the unit was returned and the investigation found that the unit was configured in the autobipolar mode and was functioning normally. No failure mode was identified. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
Customer reported that the forcetriad turned itself on automatically when the bipolar instrument was applied to the patient. No patient harm reported.